Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 50-year-old male patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. The device was put through extensive testing including power cycling, bench handling, ECG stress testing and calibration testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable was not returned for evaluation. It was recommended to the customer that the multifunction cable used be discarded as a pre-caution. A new multifunction cable was returned with the device. Analysis of reports of this type has not identified an increase in trend.